Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The wires inside were exposed. Electrical continuity was performed and passed. No thermal damage observed. No damage was observed to the grip or pitch cables. The root cause of this failure is attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 4 uses remaining after this last usage. This complaint is reportable due to the following: failure analysis found that the instrument had conductor wire damage with exposed wires and an electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, the fenestrated bipolar forceps instrument was found to have a frayed cable. A backup instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury.